Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. Prior to the start of the procedure, a small pericardial effusion was noted in the right atrium and right ventricle area. The physician inserted the versacross connect with the was into the patient. When coming down to superior vena cava (svc), the transseptal device made a big drop immediately to a very inferior position. The device was repositioned into the svc and dropped down again. The big drop happened at a very low position on the septum which the physician used to cross. The physician crossed and continued the watchman portion of the procedure. The effusion was monitored during the procedure, and it was noted that the effusion grew at anterior aspect of the right atrium/right ventricular. However, at the end of the successful watchman procedure the physician mentioned the effusion was actually the same size as it was at the start. While in recovery post procedure, the patient's blood pressure dropped, and the physician noted that the pericardial effusion had grown in size. A pericardiocentesis was performed and 450cc of blood was drained from the patient before they stabilized. The patient did not remain stable and an additional 600cc of blood was drained from the patient before being returned back into them. The eliquis reversal was given and continued to drain. At this time, the physician made the decision to bring the patient to have an open-heart surgery to treat the effusion. The patient was hospitalized beyond standard or care. The patient discharge is supposed to be at the end of this week. The device is not expected to be returned for analysis (disposed). In the physician's opinion, the adverse event could have occurred during the transseptal portion of the procedure. Act was therapeutic.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts are in progress to try and retrieve additional details regarding the patient status, but further information was unable to be obtained as of yet.